Manufacturer narrative:
The field service engineer (fse) replaced multiple parts and identified a leak in the sipper syringe. The fse replaced the sipper syringe. There have been no issues reported since.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of questionable elecsys troponin t hs results for 1 patient tested with a cobas 6000 e601 module. The questionable result was not reported outside the laboratory. The patient¿s initial result was 3 pg/ml on (B)(6) 2021; the repeat was 9.96 pg/ml. The repeat was resulted on a second analyzer; a cobas 6000 e601 serial number (B)(4). The lot number and expiration date of the elecsys troponin t hs used was requested, but not provided.